Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "if lose from skin remove and start a new one" message and was unable to obtain readings. As a result, customer experienced loss of consciousness and "banging the head". The customer was able to to self-treat with orange juice and tylenol there were no reports of the customer requiring third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This complaint is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "if lose from skin remove and start a new one" message and was unable to obtain readings. As a result, customer experienced loss of consciousness and "banging the head". The customer was able to to self-treat with orange juice and tylenol there were no reports of the customer requiring third-party treatment. There was no report of death or permanent impairment associated with this event.